Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) old male pt to report that the charger was showing a problem on the screen. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger showing problem) has been confirmed. Upon eval, there was an 0f04 fault in the pt's download. An 0f04 fault is an indication that the charger is not producing a current output. In addition, the current output reading from current sense amplifier component u14 was low, which caused the current measurement from micro controller component u13 to be offset. The charger fault is a result of the absence of current through the charger. The root cause of the absence of current through the charger cannot be positively identified but is likely a result of random component failure. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.